Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issue. Reasonable evidence suggests this device exhibited a malfunction. This device was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of non specific product performance allegation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issue. Reasonable evidence suggests this device exhibited a malfunction. This device was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis. Attempts to obtain additional information were unsuccessful.